Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported left side "rupture", "internal mammary enlarged node", and "experienced swollen lymph nodes." Device has been explanted.